Event description:
It was reported that in early (B)(6) 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Information has been requested regarding any potential future actions, but a response has not yet been received. At this time, the s-ICD device and new electrode remain implanted and in-service. It is currently unknown whether the explanted electrode will be returned for analysis. The patient was stable with no additional adverse effects.

Event description:
It was reported that in early (B)(6) 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Recent system data was forwarded to ts for review. Depending on the results, the physician is considering a potential system explant procedure. At this time, the s-ICD device and new electrode remain implanted and in-service. It was confirmed that the explanted electrode will be returned for analysis. The patient was stable with no additional adverse effects.

Event description:
It was reported that in early (B)(6) 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation . These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Recent system data was forwarded to ts for review. Depending on the results, the physician is considering a potential system explant procedure. Ts confirmed the presence of charge time (CT) and long charge time (lc) codes, and replacement was strongly recommended as therapy may not be available. Additionally, a 1 ohm shock delivery was noted, which could affect the device operation. Addiitonal information was received that the physician decided to explant the whole s-ICD system, including this electrode. The explanted electrode will be returned for analysis.

Event description:
It was reported that in early (B)(6) 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Recent system data was forwarded to ts for review. Depending on the results, the physician is considering a potential system explant procedure. Ts confirmed the presence of charge time (CT) and long charge time (lc) codes, and replacement was strongly recommended as therapy may not be available. Additionally, a 1 ohm shock delivery was noted, which could affect the device operation. It was confirmed that the explanted electrode will not be returned for analysis. Recently, the physician surgically explanted and replaced the entire s-ICD system with a transvenous system to resolve the event. The patient was stable with no additional adverse effects. This explanted s-ICD system has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. However, low, out-of-range shock impedance has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that in early (B)(6) 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Recent system data was forwarded to ts for review. Depending on the results, the physician is considering a potential system explant procedure. Ts confirmed the presence of charge time (CT) and long charge time (lc) codes, and replacement was strongly recommended as therapy may not be available. Additionally, a 1 ohm shock delivery was noted, which could affect the device operation. At this time, the s-ICD device and new electrode remain implanted and in-service. It was confirmed that the explanted electrode will be returned for analysis. The patient was stable with no additional adverse effects.

Event description:
It was reported that in (B)(6) 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Recent system data was forwarded to ts for review. Depending on the results, the physician is considering a potential system explant procedure. Ts confirmed the presence of charge time (CT) and long charge time (lc) codes, and replacement was strongly recommended as therapy may not be available. Additionally, a 1 ohm shock delivery was noted, which could affect the device operation. It was confirmed that the explanted electrode will not be returned for analysis. Recently, the physician surgically explanted and replaced the entire s-ICD system with a transvenous system to resolve the event. The patient was stable with no additional adverse effects. This explanted s-ICD system has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
This report is being sent to correct information provided in b5 (event description).

Event description:
It was reported that in early march 2024, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks. A sensation of electrical stimulation in the sternum, near the device pocket, was noted by the patient. However, this sensation persisted, despite the physician disabling the detection and shock therapy from the s-ICD system. Diagnostic x-ray imaging was performed, which confirmed that the s-ICD electrode had been wrapped around the device within the pocket. This was most likely due twiddler's syndrome. It was suspected that multiple shocks could have been delivered in this inappropriate system position, which possibly could have damaged the s-ICD device. However, the physician initially elected to only surgically explant and replace the electrode in an attempt to resolve the event. A new s-ICD electrode was subsequently implanted. The physician observed appropriate system sensing measurements, but ventricular fibrillation (vf) was unable to be induced to perform standard post-implant shock testing. The following day, while the patient was still hospitalized, the shock impedance measurement decreased from 70 ohms to less than 30 ohms. Optimization was performed, with automatic and manual system resistance testing. High amplitude artifacts were noted. The patient reported feeling the same sensation of electrical discharge, while this testing was being performed. This was confirmed by the physician, who visually observed a muscle contraction during stimulation. These details were provided to boston scientific technical services (ts) for review. Ts discussed that the shocks delivered while the previous s-ICD electrode had been wrapped around the defibrillator can, most likely had damaged the device. This was reinforced by a charge time (CT) error code that had been declared while attempting to induce vf during post-implant testing. It was discussed that this CT code had been declared because the device was unable to charge to the targeted energy level for high voltage shock delivery within the time limit (44 seconds). Ts confirmed that shock therapy was most likely not available, and that the patient was at risk for further inappropriate therapy and ineffective arrhythmia conversion. However, despite the discussed risks, the physician elected to discharge the patient from hospital, as their health had improved. Recent system data was forwarded to ts for review. Depending on the results, the physician is considering a potential system explant procedure. Ts confirmed the presence of charge time (CT) and long charge time (lc) codes, and replacement was strongly recommended as therapy may not be available. Additionally, a 1 ohm shock delivery was noted, which could affect the device operation. It was confirmed that the explanted electrode will not be returned for analysis. Recently, the physician surgically explanted and replaced the entire s-ICD system with a transvenous system to resolve the event. The patient was stable with no additional adverse effects. This explanted s-ICD system has been received for analysis.

Manufacturer narrative:
This report is being sent to correct information provided in b5 (event description). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This report is being sent to correct information provided in h6 (patient codes). The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. However, low, out-of-range shock impedance has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.